Event description:
Rn went to pt's home to place catheter and begin foscarnet. Right before the insertion (and before any medication was given) pt complained of "being dizzy", became pale, head fell back and pt experienced complete respiratory arrest. Pt's heart rate was 170 thready, weak. No blood pressure found. CPR started and IV of lactated ringers. Paramedics called. Pt revival attempted about 3 minutes with no effects. Pt was a nurse and was quite comfortable with the procedure and therapy. No one knows what caused this problem but considering the reaction rptr experienced due to the insertion of the same catheter, she felt this info was relevant. (See 1006115.)